Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 180 mg/dl. The customer stated that the basal rate was not programmed before the alarm rang. The customer stated that the pump went into an unexpected restart. The customer was advised to monitor the pump for any future issues. No further information was provided